Event description:
While reviewing programming history for the patient it was noticed that a there was a faulted diagnostics that occurred that prevented the diagnostics from completing and resulted in the patient's settings being changes. There were two interrogations following the incomplete diagnostics but the settings were no changed. It is unclear if the patient was intently left at those settings.

Manufacturer narrative:
.